Event description:
It was reported that this right atrial (ra) lead was surgically repositioned due to unknown cause. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.